Manufacturer narrative:
(B)(4). Method: the two complaint rt266 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and pressure tested. Results: visual inspection of both circuits revealed no visible damages. The pressure test also revealed that both breathing circuits were outside of specification. For device 1-a further test for the device revealed a small leak between the elbow connector and the elbow collar. For device 2- a further test for the device revealed that the circuit was leaking from the swivel duckbill. Conclusion: we were unable to determine what may have caused the reported events. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that two rt266 infant dual-heated evaqua2 breathing circuit did not pass the ventilator test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4) . The complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that two rt266 infant dual-heated evaqua2 breathing circuit did not pass the ventilator test before use. There was no patient involvement.